Manufacturer narrative:
The reported complaint of separation was not confirmed on the returned (new, unused) set. No visual anomalies were observed on the returned set. When the returned set was primed and pressure leak tested, no leaks were observed. The product had performed per the specifications. Without the return of the reported sample, the complaint could not be confirmed. D9 - date returned to mfg: 26sep2024.

Manufacturer narrative:
The device is not available for investigation. However, samples of the same list/lot are available for return; however, they have not yet been received. D4, g4: model number is not sold in the us but similar device is sold under model number 42801-27. This product's model number was used for the di and 501k.

Event description:
The complaint/event involved a single transpac® it monitoring kit w/ 104" red stripe tubing. It was reported that the tubing disconnected downstream from the tap after blood sampling. The patient was connected to the device at the time of the reported disconnection. There was some blood loss, but without serious clinical consequences. There was no delay in critical therapy, and no need of medical intervention. The tubing was replaced with a new set from the same list number. There was no visible default on the device before use. No cuts, no tears and no holes were observed on the device. There was no report of human harm.